Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had alarm sound when the power is off.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) alarm was occurring frequently when the power was off. The alarm stopped when the ac and battery were removed. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d5, d9, d10, e1 (initial reporter, event site email), e2, e3, e4, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6(health effect ¿ clinical code, type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions). A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse replaced the power management board (0670-00-1162) and the alarm daughterboard pcba (0670-00-0860). An inspection was completed and the unit was ready for use. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 27 june 2025. The failure analysis and testing dept. Received the following parts associated with this complaint: part number 0670-00-1162 pcb, power management, rohs serial number (B)(6) swemco part number 0670-00-0860 pcba, alarm daughter board serial number (B)(6) swemco these parts were received with a reported unit failure of: the alarm goes off when the power is off. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed the parts into the cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per procedure and the cardiosave service manual the fat dept. Could not duplicate the complaint of the alarm going off when the power is turned off. The parts passed testing. Retaining the parts in the fat dept. Per procedure the most probable root cause for the power management board is component reliability. The most probable root cause for the alarm daughterboard pcb is component reliability / excessive stress or fatigue.